Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154128.

Event description:
It was reported the patient was experiencing uncomfortable stimulation when in the car. X-rays showed that the left most lead had migrated laterally. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where it was reported that both leads migrated. Doctor decided to reposition leads to address the issue. Effective stimulation was restored.